Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 550:320:654:0000 error code was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a disconnected rear inverter harness. The rear inverter harness was reconnected in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a 550:320:654:0000 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.